Event description:
It was reported that revision surgery was performed due to pain. The implants appeared to be well fixed. The surgeon noted a lack of wear on the retrieved insert.

Manufacturer narrative:
The femoral and tibial components appeared to be well fixed and the wear patterns observed on the insert were similar to those seen on other retrieved inserts. The articular areas of the insert and the oxinium femoral component showed minimal adhesive and abrasive wear after 8 years in-vivo.